Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).